Manufacturer narrative:
The reported glidescope video monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned video monitor and was able to confirm the reported image failure. When connecting the customer's glidescope video monitor to known, good, test verathon equipment, the image was intermittent. Upon visual inspection, the tsr observed corrosion on the monitor's connector pins. The customer's video monitor failed verathon's device functionality testing. The tsr replaced the monitor's back shell and was no longer able to recreate the intermittent image issue. Upon completion of the evaluation and repair, the glidescope video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for any ongoing trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the screen was flickering. No delay in the procedure, use of a backup device, or harm to the patient was reported.